Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. App roximately 16.5 months post index procedure the patient suffered an ischemic stroke. The patient recovered. The investigator has indicated that the event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stroke/transient ischemic attack).